Manufacturer narrative:
Name (B)(6) e1: patient city: (B)(6) patient country: united states. Based on the available information, this event is deemed to be a reportable malfunction. Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 8021545.

Event description:
It was reported that the patient experienced premature infusion set tape separation due to adhesive failure due to sweating on (B)(6) 2026. The set lost adhesion and detached while set was in use.